Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2021. Reportedly, on (B)(6) 2021, noise oversensing was observed on the ventricular channel in several non-treated vf episodes. With the programmed parameters, charges were started three times but as the majority was not reached, no therapies were applied. In the patient files, no anomalies were observed. The recommendation provided to the physician was to increase the persistence and/or the cycles for a proper detection and classification of vf episodes. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
The defibrillation system was implanted on (B)(6) 2021. Reportedly, on (B)(6) 2021, noise oversensing was observed on the ventricular channel in several non-treated vf episodes. With the programmed parameters, charges were started three times but as the majority was not reached, no therapies were applied. In the patient files, no anomalies were observed. The recommendation provided to the physician was to increase the persistence and/or the cycles for a proper detection and classification of vf episodes. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.